Event description:
Sorin group received a report that the s5 erc tubing clamp would not close and a low level alarm initiated during a procedure. The issue would resolve itself but intermittently the tubing clamp would not re-open. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 erc tubing clamp/500mm. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.